Manufacturer narrative:
D4: lot #:400479 reported in error. Corrected lot#:302822, expiration date:01/28/2025 reported in error. Corrected expiration date:10/28/2024, UDI #:(B)(4) reported in error. Corrected UDI #: (B)(4). H4: device manufacture date: 01/28/2020 reported in error. Corrected device manufacture date: 10/28/2019. (Report 1 of 6; see also 0001920664-2021-00082, 0001920664-2021-00083, 0001920664-2021-00084, 0001920664-2021-00085, 0001920664-2021-00086).

Manufacturer narrative:
The product was not available for return from the customer. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A CAPA was initiated. The investigation is complete. (Report 1 of 6; see also 0001920664-2021-00082, 0001920664-2021-00083, 0001920664-2021-00084, 0001920664-2021-00085, 0001920664-2021-00086).

Event description:
A facility in (B)(6) reported a cloudy view or haziness on the eye when injecting the viscoelastic which obstructed the surgeon's view. In some procedures, a new syringe was used to complete the surgery. Some procedures were prolonged by 20-40 minutes and, in some of those cases, the surgeon may have used additional anesthesia. No patient impact or medical intervention was reported. Currently, the patients seem okay with no post-op complications.